Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The patient went into a hypoglycemic state and fell unconscious. The cgm was reading 4.4 mmol/l but the bg was 1.9 mmol/l. His wife provided jellybeans and called for an ambulance. When the ambulance arrived, the paramedics did not provide any treatment as the patient was well by that point. At the time of the report he was still doing well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.